Event description:
It was reported that the patient's device system was prophylactically replaced to avoid battery depletion and as she was receiving inconsistent drug delivery. There was no injury and the patient recovered without sequela. The drugs used in this system were baclofen, dilaudid, and bupivacaine.

Manufacturer narrative:
The pump was returned and the catheter was returned in two pieces. Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed coring/tears/cuts in the seal of the sutureless connector which met leak criteria.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient's pump was replaced because it "quit working" and the patient went into withdrawals and then for about three weeks it was working intermittently only. The withdrawals leveled in about three weeks and during that time patient didn¿t think the pump was working at all. When the hcp went to refill the patient's pump most of it was still in there and then knew something was wrong. Per the patient that was sometime in mid (B)(6) 2012.

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had morphine 20 mg/ml at an infusion rate of 4 mg/day. The symptoms were intermittent pain and withdrawal like symptoms. There was no serious injury. It was also reported gaps in therapy. No diagnostic tests were performed. Physician simply replaced equipment. Patient was currently doing well with therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.